Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the delivery device was thoroughly analyzed. Visual inspection did not find visible defects on the device. Functional and mechanical testing identified that the device displayed error 225 (device memory is locked). This error message locks the delivery device. It is most likely that the device encountered an error during use, and the generator programmatically locked the device to prevent any further use of the device due to the error, resulting in error 225 being generated. Because error 225 prevents the device from performing any testing, the reported event could not be confirmed.

Event description:
It was reported that during a water vapor therapy procedure; after connecting the device to the generator, the steam treatment was supposed to last for 9 seconds on the second shot. However, treatment only lasted for the first 5 seconds, then, there was an error indicating a connections issue between the device tip and the cable connection, making the device unusable. The cable was reconnected, but the issue persisted. The error log history of the generator confirmed error 255 - low temperature (treatment), and 41000 - usb drive not present or invalid. The procedure was not completed due to delivery device replacement unavailability. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation.

Event description:
It was reported that during a water vapor therapy procedure; after connecting the device to the generator, the steam treatment was supposed to last for 9 seconds on the second shot. However, treatment only lasted for the first 5 seconds, then, there was an error indicating a connections issue between the device tip and the cable connection, making the device unusable. The cable was reconnected, but the issue persisted. The error log history of the generator confirmed error 255 - low temperature (treatment), and 41000 - usb drive not present or invalid. The procedure was not completed due to delivery device replacement unavailability. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation.